Event description:
Doctor found some leakage of histoacryl through the distal portion 1/3 of the catheter. Histoacryl went out in small amount in carotid with no harm on patient no patient injury reported.

Manufacturer narrative:
The returned catheter was evaluated visually and functionally where possible. Ruptrure location is 23 cm from tip with the expanded "balloon like" section commonly associated with rupture during injection or contrast, although this can also occur whe embolio agents are injected rapidly. Unable to determine if the ruptue occurred during injection of contrast or during injection of histoacryl. The appearance of the catheter is consistent with a rupture caused by catheter overppressurization. Deive rupture occurs whe the catheter is over-pressurized due to rapid injection of contrast or embolic agent, or due to a kink in the distal section during rapid injection of contrast for super-seleotive angiography. The IFU includes warnings/information regarding chatheter over-pressurization . A warning in the IFU states: "infusion pressure with this device shoul not exceed 690 kpa (100 psi). Pressure in excess of 690 kpa (100 psi) may result in catherter integrity should be verified angiographically by confirming that contrast exts only at th catheter tip.